Event description:
A caller reported experiencing cgm error 42 with their device. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with a pump reset and the error cleared. Customer resumed pump therapy.